Event description:
It was reported that during the implant attempt of the right ventricular lead the physician was unable to extend the helix fully and experienced difficulty retracting the partially extended helix. The attempted lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lead conductor was found to be distorted and over rotated. The visual summary indicated the lead was damaged at implant. The analyst noted the following; the helix was returned overretracted past the guide tooth, the distal conductor was distorted within the connector and blood was visible on the helix.